Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on (B)(4) 2015 with the following findings: on investigation, the display screen was confirmed to be dim/faded and discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal below the bumper pad.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a the display was dim/faded/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.